Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, difficulty inserting the right atrial (ra) lead into the device header was experienced. It was noted the other leads were inserted into the header without issue. They attempted using sterile water, and ensured the setscrew was fully retracted, but they still had no success inserting the ra lead into the header. It was noted a port plug was inserted into the ra port without issue. Additional information was received that, after many attempts, the physician was able to insert the ra lead into the device header. The physician felt the cause for the difficulty was related to a deformity of the associated ra lead that he was able to work around. At this time, this cardiac resynchronization therapy defibrillator (crt-d) remains in service with the associated ra lead, and there were no adverse patient effects reported.